Event description:
(B)(6) home covid test appeared to be positive according to instructions but pink line was faint and not complete. Subsequent pcr was negative. No symptoms at any time. FDA safety report ID # (B)(4).